Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted, reducing mr to 2-3. After deployment, it was observed that the clip changed position on the leaflet and mr increased to 3-4. After review of imaging, it was determined that the clip was securely attached to the anterior leaflet, but some of the posterior leaflet had come out of the clip. Two additional clips were implanted to stabilize the clip. Mr was reduced to 2-3, with a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure to adhere or bond to the leaflets (partial clip movement) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.